Event description:
It was reported that the patient was being referred for vns replacement due to generator end of service. The patient was noted as experiencing an increase in seizures as a result of the generator end of service. The relationship of the increased seizure frequency to the pre-vns baseline was unknown. Surgery to replace the patient's generator occurred and the generator was returned for analysis. During manufacturer product analysis for the explanted generator, it was noted the supply current tests did not meet the functional specifications. These measurements demonstrate an increased current consumption for the device, potentially contributing to a premature end of life condition. A battery life estimation estimated the generator was likely at, near, or past end of service however there are large gaps in the programming history used for the estimation. The increased current consumption was isolated to a leaky capacitor (c6). By substituting a known good capacitor for c6, the pulse generator module performed according to functional specifications. The most probable root cause for the possible premature end of life condition and supply current out of specification was identified to be a leaky capacitor, c6. Cause for the c6 capacitors increase in leakage could not be determined.